Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack was observed on the rim of one side of the minicap. Functional testing was performed and the device passed. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked this was noted after the cap was placed on the transfer set. The cap was replaced with a new one. There was no patient injury or medical intervention reported. No additional information is available.